Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision was needed; the original dos was (B)(6) 2019 (no exact date known), the case was a reverse shoulder with modular glenoid system. The patient was experiencing pain and x-ray showed that the whole construct has dislocated. It is not known if the patient was non-compliant. On (B)(6) 2020, they removed ar-9503s-06c humeral insert; it was the only part from the original surgery that was removed; it was replaced with ar-9555-06 revers spacer and ar-9503s-03c humeral insert. Patient is male, (B)(6) years.